Event description:
As reported by the user facility: over infusion: administering the medication angiomax in the cardiac cath lab, dosage based on weight: wt = (B)(6) kilos, the IV pump rate set at 21 ml/hr, 1.75mcg/kilo/hr. Forty ml total volume, preliminary information - unsure if a bolus was provided, but line was not flushed after the bolus. Medication delivered the 40ml is 10-15 minutes as opposed to 2 hrs as what was calculated. No patient injury. Reference MFR # 9610825-2014-00204.